Event description:
Medtronic received information regarding a navigation system. It was reported that the system shut itself down twice in a case. Despite not needing the camera cart for this case, it was plugged into the main cart and the camera cart failure also triggered the main cart to turn off. When trying to boot the system again, the camera cart would not turn on. However, the second time the main cart was turned off, the camera cart was turned off but connected via the interconnect cable. They turned the main cart back on again immediately afterward without issue to continue the case. The delay was about 5 minutes and there was no impact to patient's outcome. There was troubleshooting present. It was reported that when the system was turned on during troubleshooting, both the camera cart and main cart booted as expected. The carts were "left on for a little while but they remained on". The probable cause noted was overheating batteries in the camera cart.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735771 , h6) the product ID 9735771 returned to the manufacturer and is pending analysis. B21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A070803 captures the camera carts not being able to turn on and a0719 captures the system shutting itself down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, serial/lot #: (B)(6)) a manufacturer representative (rep) went to the site to test the navigation system (product ID: 9735665). The camera cart battery was replaced and the system performed as intended. Codes: b01, c02, d02 h2-3) the battery (product ID: 9735771) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery showed signs of leakage and did have dead cells. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.